Event description:
It was reported that multiple episodes of non-sustained oversensing were observed. Review of episodes revealed crosstalk. Increased pacing lead impedance measurements were also observed. Noise was reproduced with pocket manipulation and arm movement. A connection issue was suspected, but x-ray revealed no anomalies with the header-lead connection. Programming changes were made but crosstalk was still present. Patient will be monitored. Patient medical condition is good.

Event description:
Additional information recieved notes that non-sustained vt was observed on the device due to noise. Noise was not reproducible in clinic. Poor lead connection in the header or possible lead damage is suspected. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.